Event description:
Reporter alleged the blood glucose device test strips had a usable date, however, the MFR's inventory system indicated the strips were expired. Customer stated the expiration date on the vial was 12/04/2006, however, the manufacturer determined through label verification that the use-by date is 12/31/2004. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.